Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The investigation was unable to determine a conclusive cause for the stent dislodgement. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the xience alpine stent delivery system was prepared for use and the sheath and stylet were removed without difficulty. The stent delivery system was advanced to the target lesion and the balloon was inflated to deploy the stent; however, it was noted that the stent was not seen at the lesion. It was thought that the stent had dislodged in the patient anatomy, but it could not be seen on angiography. The territory manager was present at the site and was called into the procedure. It was then noted that the stent had dislodged when the stylet was removed and remained on the stylet. A second 2.25 x 28 mm xience alpine stent delivery system was then used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.